Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were verified and attributed to corrupted software on the pace/defib engine. The pace/defib engine was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.